Event description:
There is no indication of any failure of the device. In addition, there is no indication of any misuse of the device. Event: renal artery dissection event description: subject underwent procedure on (B)(6) 2025. After completing treatment in the left main renal artery, cine noted a lesion which was initially suspected to be spasm as per physician. Right renal artery was treated with no issues. After completing bilateral treatment, angiogram noted a flow-limiting dissection in the left renal artery (lra) at the most distal location which was treated with balloon angioplasty and stenting. Post-procedure vitals were stable, and the patient was discharged on the same day. As per physician, unique anatomy with renal artery tortuosity which may cause potential straightening and/or dissection from any device.